Manufacturer narrative:
No frozen screen noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Pump successfully downloaded traces and history file using thump. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. Perform the history review 2 days prior to the event date 11-jul-2025 in the pump history file and found 5 lost sensor alerts on 07/09/2025, 3 pump error 35 alarm on 07/11/2025 and 2 failedbatttest (58) on 07/11/2025. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Found fatal alarm pump error 35 in the pump history file on 07/11/2025 07:47:51.000 and on 07/11/2025 07:57:00.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Display anomaly-frozen screen not confirmed. Alarm-aa99-critical pump error confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery) and frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the frozen display and the serialized device be replaced. Troubleshooting was performed for the pump error alarms, and the customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.